Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and breathlessness. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with meropenem injection (1g, once daily, intraperitoneal, ongoing) and vancomycin injection (1g, every 3rd day, ongoing) for peritonitis. At the time of this report, the patient is recovering from the events. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported that meropenem and vancomycin were discontinued on an unknown date. On an unknown date, it was reported that amikacin injection (unknown, ongoing) and meropenem injection (unknown, ongoing) were started for peritonitis. After the onset of events, it was reported that vantive pd solutions were discontinued and the patient was switched to competitor pd solutions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported on an unreported date, the patient recovered from abdominal pain and breathlessness. Should additional relevant information become available, a supplemental report will be submitted.